Event description:
It was reported that during central processing, the 8mm curved bipolar dissector instrument was burnt and had a bent tip. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The curved bipolar dissector instrument was analyzed and the complaint for burnt instrument was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. No burn was observed. However, the complaint for bent tip was confirmed as the instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.88 mm. The grips were not found to be cracked. The probable root cause for the reported condition "burnt" cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no thermal damage. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics.